Event description:
It was reported that when reviewing electrogram (egm) data for a patient in the hospital, high rates of greater than 300 beats per minute were seen in the ventricle. Boston scientific technical services (ts) was consulted to review the egms and the patient was put on a holter monitor. The holter monitor revealed that the patient has atrial fibrillation (af) that was being oversensed in the right ventricular (rv). Reprogramming occurred to change the atrial sensitivity to a fixed rate. The rv sensing rate remained fixed at the same rate. Additional information was received that an x-ray was taken and noted the rv lead had dislodged into the atrium. A revision procedure was scheduled but has not yet been performed. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that when reviewing electrogram (egm) data for a patient in the hospital, high rates of greater than 300 beats per minute were seen in the ventricle. Boston scientific technical services (ts) was consulted to review the egms and the patient was put on a holter monitor. The holter monitor revealed that the patient has atrial fibrillation (af) that was being oversensed in the right ventricular (rv). Reprogramming occurred to change the atrial sensitivity to a fixed rate. The rv sensing rate remained fixed at the same rate. The physician will consider a revision procedure, however at this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that an x-ray was taken and noted the rv lead had dislodged into the atrium. A revision procedure was scheduled but has not yet been performed. The rv lead remains in service. Additional information was received that since no oversensing was observed since the first episode, no intervention has take place and the physician will continue to monitor the patient. It was further noted that all lead measurements are stable and the rv lead threshold measurements have increased slightly. The rv lead remains in service and no adverse patient effects were reported.